Manufacturer narrative:
The aquabeam handpiece was returned for investigation. Visual inspection was observed to have no physical damamges damages or anomalies. Functional testing was performed and no abnormal signals were observed. The root cause is attributed to the assembly of the device as reassembly fixed the e22 issue. A review of the device history record (DHR) ab2000-b / serial number (B)(6) and aquabeam handpiece / lot number 22c04148 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The current user manual um0104-00 rev. F, aquabeam robotic system user manual, intl (ce), english was reviewed. "E22 - motorpack error, release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece." Submission of this report does not constitue an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that upon priming during the aquablation procedure an "e22-motorpack error" was generated by the aquabeam robotic system and could not be cleared despite multiple troubleshooting steps taken to address the issue. As a result, the aquabeam handpiece was replaced with a new handpiece unit, and the procedure was successfully completed. The reported event caused a surgical procedure delay or over 20 minutes. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.